Event description:
Pt undergoing laparoscopic nissen fundoplication. Ethicon endoshears inserted and 1 cm tip broke off one side of the shears. Unable to retrieve. Shears not in use at the time of breakage. Incident occurred just after the shears were introduced through the trocar.